Event description:
A technician reported that two pts under corrected. Additional info has been requested on multiple occasions; no additional details were provided.

Manufacturer narrative:
Investigation including root cause analysis; is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).